Manufacturer narrative:
No lot number info was supplied; therefore, a review of the manufacturing paperwork could not be performed. The review of the manufacturing paperwork could not be completed, because no lot number info was supplied. Note: without add'l info, a meaningful investigation can not be performed. No add'l info has been received to date.

Event description:
It was reported to gore by the physician, the pt presented with a delayed reaction approximately 10 months post op after an open rhinoplasty procedure using the gore subcutaneous augmentation material. The pt did not respond to antibiotics, so the physician explanted the device. Gore has made the decision to report this incident, because the device was explanted.